Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient had experienced a fall and is without stimulation. A full parameter diagnostic indicated high impedance values on all contacts. The physician put the patient under fluoro to rule out fracture and lead migration. In order to resolve the issue, a surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.